Event description:
A leveen needle electrode was being used for therapeutic ablation of the liver in 2006. Ablation was performed via percutaneous incision for twenty minutes at which time roll-off did not occur. A second round of ablation was continued for another twenty minutes at which time the grounding pads were inspected. Upon removal of the pads, second degree burns were observed on the right femoral region. Grounding pads and rfa electrode were changed and the ablation was successfully completed with roll-off achieved. Information regarding the size and follow-up treatment for the burn is unknown. The patient's condition is reported as stable. The complainant reported that there was no other adverse effect on the patient as a result of the reported procedure.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause of this event.